Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave blood glucose results of 300 mg/dl, 200 mg/dl, and 100 mg/dl within 10 minutes. No adverse events reported. Replacing and returning meter and test strips.